Event description:
Further information reveals that the device was turned off and physician wants to wean patient off some pain medications before having surgery. Surgeon to hold off surgery until hears from neurologist. Patient reportedly "behaved badly" at surgeon's office so surgeon is reluctant to do surgery.

Event description:
It was reported that the patient had high impedance on diagnostics. The patient just had generator replaced on (B)(6) 2011 and a company representative was at the case and reported everything was fine then. X-rays were sent to manufacturer for review. Upon review, a lead break was found which is likely the cause of the high impedance. Attempts for further information have been unsuccessful to date. Revision surgery in the future is likely, but has not occurred to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Review of manufacturing records confirmed there were no unresolved non-conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that the patient was still pursuing surgery and was looking for another surgeon as the surgeon she had been working with had discharged her from his care. The patient generator had been disabled and since that time she has been having an increase in seizures and depression. The neurologist is aware of the issue and they are waiting for the patient to discuss with her family on moving forward. The patient is having an increase in depression and seizures due to being disabled due to the high impedance. It is unknown if above or below baseline but seizure and depression are increasing. Unknown when she first started to notice the increase. The physician does not have any additional information regarding the increases as the patient has not followed-up regarding the increase. M